Manufacturer narrative:
Initial reporter; supply coordinator. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Inadequate storage conditions contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used three (3) cook 6 shooter saeed multi-band ligators. It was reported the bands are not grabbing the tissue. When the physician dry fires [deploys] the bands, they look "scrunched up" and are not round looking. The physician is grabbing another of the same gpn to complete the procedure and dry firing the first band or two to see how they look, and then using to complete procedure successfully. An unintended section of the device did not remain inside the patient¿s body. The bands were left to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section e. Initial reporter; supply coordinator the investigation is on-going due to the receipt of devices from the facility. A follow-up emdr will be provided.

Manufacturer narrative:
Continued: section e. Initial reporter; supply coordinator investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. However, (B)(4) sealed devices from various lot numbers were returned for this complaint. One of the returned devices (lot# w4450513) had expired. Our evaluation of the sealed devices returned could not confirm the report as it was described. A functional test and visual inspection was performed on the remaining nineteen ((B)(4)) devices. Each multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands constricted and functioned as intended. The device history records for the lot numbers of the sealed devices were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: not returned, used devices: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Returned, sealed devices: a definitive cause for the reported observation could not be determined because the returned sealed products functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated to reduce occurrences of the mbl bands not tight enough to function appropriately. The products returned are included in the scope of the corrective actions. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history records confirmed that the lots returned met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available